Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# h809912212, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 7.784 mg/day, clonidine 250 mcg/ml at 97.29 mcg/day, and bupivacaine 0.9 units/ml at 0.35026 units/day via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred. There was no complaint or symptoms reported. Intra-operatively during the scheduled pump replacement for the elective replacement indicator (eri), a portion of the pump segment was noticed in front of the pump. The catheter was able to be aspirated through the catheter access port (cap) and when flushed with preservative free normal saline a few small leaks were noted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was revised with a new pump segment (8596sc) on (B)(6) 2018 and the customer discarded the 8709sc catheter and it would not be returned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to be obtained and the patient¿s weight was (B)(6) pounds. The patient¿s medical history was asked, but unknown. No further complications were reported/anticipated or expected.